Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported there was skin pain at the implantable neurostimulator (ins) site. It was noted the ins was very, very shallow and charging was uncomfortable for the patient. The rep checked coupling with a charger and all eight boxes were black. The issue was not resolved at the time of this report. It was noted that surgical intervention was probable. However, no surgical intervention had occurred and it was unknown if surgical intervention was planned. Additional information received from the patient reported the ins was coming out of the skin. The device "surfaced" to skin at the ins location. This was noted to have started several weeks prior. The patient had been experiencing pain at the implant site for the last 3-4 weeks. It was noted the device surfaced under skin and the patient could feel where the connectors were and she was having pain at the ins site. The patient noted she had seen an healthcare provider (hcp) and had met with a rep. Additional information received reported the cause of the skin pain at the ins site and discomfort with charging was thin skin at the battery site. It was noted the patient had an appointment on (B)(6) 2016. The rep later reported the patient was scheduled for a pocket revision on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.